Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator without appropriate MRI programming. Back-up defibrillation was not available during the back-up. Corrective programming changes were made. No adverse patient consequences were reported.